Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating, the pump battery could not be charged, and the touchscreen was unresponsive. It was also reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's bg level. The customer declined follow-up, so therefore no additional information could be provided.